Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub for axis 6 at the distal end. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, when the instrument cover was removed for further investigation, the input disk bearings showed oxidation, characterized by orange discoloration and corrosion found on multiple components of the bearing. It was also found to have corrosion/contamination on the input bearings for axis 6 and axis 7 grip. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, the pulley mechanism of the large suturecut needle driver instrument got broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was noted. It is unknown if the instrument collided with any other instrument or tool during the procedure. The cable got broken. There was no fragment fall inside of the patient¿s anatomy. A backup same instrument was used to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.